Event description:
On (B)(6) 2008, I underwent a left total hip arthroplasty procedure. I received an aml small stature stem, a 28 +1.5 femoral head and pinnacle acetabular cup, size 58 with an ultamet liner. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my left thigh and groin. I have a popping and snapping sensation in my hip joint when walking or moving to and from a sitting position. Diagnosis or reason for use: osteoarthritis, left hip.